Event description:
It was reported that patient experienced recurring incontinence. Revision surgery of the patients artificial urinary sphincter (aus) was performed and hole in cuff was found. All components were explanted and replaced.